Event description:
It was reported that the patient stated approximately one and half hours ago she experienced a pulsing vibrating sensation. The patient stated the sensation was not as harsh right now and she was laying down with a headache. The patient stated she tried turning off her ins (stimulator) but the patient programmer was not working. The patient stated she keeps her ins on at all times. The patient reports not being able to adjust stimulation. The patient cannot get her patient programmer to work with or without the antenna and she wanted the ins off. The patient already tried new regular alkaline batteries with still no patient programmer luck. Troubleshooting was not successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v249005, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that a patient¿s implantable neurostimulator (ins) started ¿acting up¿ a couple of months ago, but it was working, she could feel it, and therapy was working. There was no return of symptoms. Several months ago when it really started acting up, the patient spoke to someone who was surprised to hear the ins was still running and told her that there was no way her ins should be working. The patient wanted to use her programmer to adjust the device, but it wasn¿t able to connect to the ins starting a couple of months ago. She usually adjusted stimulation a little bit every several months. The patient wasn¿t able to make an adjustment or do telemetry either with or without the antenna attached. She replaced the batteries but still wasn¿t able to connect to the ins.